Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal and a buckled upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The downstream/upstream occlusion seals were replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion sensor seal was torn. The event occurred during testing. There was no patient involvement.